Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. A voluntary recall has been initiated for the covera vascular covered stent which was product catalog/lot number specific. Reportedly the covera¿ vascular covered stent has the potential to exhibit deployment issues (i.e., failure to deploy the covered stent) due to slide block bond failures in the device handle. Full or partial failure of the product to deploy is most likely to require percutaneous replacement with existing access. In rare cases, iatrogenic vascular injury may occur as the result of device withdrawal, manipulation, or abrupt/unexpected movements, particularly in the context of difficult or partial stent deployment or mispositioning. Adjunctive endovascular maneuvers may be indicated. There have been no cases where an open surgical procedure has been required. To date, there have been no reported patient injuries associated with deployment issues. As a result of the field action, this event is being reported as a malfunction reportable event. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided for review. The vessel was not tortuous/ calcified, a force increase was not felt during deployment attempt, and the lesion was pre dilated. Based on evaluation of the provided information, the investigation is inconclusive for deployment failure. A definite root cause could not be identified. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instructions for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the instructions for use states "(¿) maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." Regarding preparation the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." In regards to unlocking the instructions for use state: 'do not retract the red safety lock until the covered stent is positioned across the lesion and ready to be deployed.', and 'prior to covered stent deployment, unlock the red safety lock (...) By pressing it down and pulling it back towards the end of the grip from the locked position into the unlocked position . Ensure that the red safety lock is completely retracted and that the symbol for the unlocked position is fully visible.' (Expiry date: 10/2023). Device not returned.

Event description:
It was reported that during a stent placement procedure for recurrent left cephalic venous arch stenosis in a patient, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.